Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced due to lead migration. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had chest pains and blood pressure increased while the stimulation was on.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm. Additional information was received that the lung and blood pressure issues were not device related. X-ray confirmed lead migration and the patient will undergo a revision procedure.

Event description:
A report was received that the patient had chest pains and blood pressure increased while the stimulation was on.

Event description:
A report was received that the patient had chest pains and blood pressure.